Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that ring of the reservoir it was came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. The correct test value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No sensor glucose or blood glucose anomalies noted during testing.